Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We receive one vamp adult system. There was no visible blood observed from the vamp. The pressure tubing was detached from the solvent bond joint with the sampling site. Indications of bonding solvent were present at 1/3 of bond areas. There was almost no bonding solvent at the other 2/3 of the bond areas. The outer and inner diameters of the tubing were measured near the point of detachment and found to be within the allowable specification. It appeared that the tubing detachment may have been caused by inadequate bonding solvent at the bond joint. The complaint was confirmed and is related to the manufacturing process. Actions are currently being implemented in the manufacturing process to address complaints of this type. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the tubing connector was broken. No patient complications were reported. Breakage was noticed as the nurse was taking out of the package.